Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the evidence of overheating, which was confirmed during evaluation. It was found to be caused by a failing component on the input/output printed circuit board (I/o pcb) causing heat damage to the front case. The I/o pcb and front case were replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, evidence of overheating was identified. There was no patient involvement.